Event description:
During a complex peripheral pta, a portion of the quick cross catheter sheared off upon removal from the patient's body. After multiple attempts by physician to retrieve, the case was ended. Plan to reattempt intervention and retrieval on (B)(6) 2016. On (B)(6) 2016 retained catheter was removed from right leg. Portion retained was described by pathology as "3.5cm in length, 0.1cm in diameter clear catheter. There is visible silver metal, possible lead material identified in the lumen at 3 partially incised areas along the length of the catheter. There is no silver metal identified at either end. One end is capped with white plastic, the other end is ragged."